Event description:
Healthcare professional reported right side "capsular contracture baker grade iii/IV". Device remains implanted. Treatment was singulair/bra stabilizer

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device remains implanted.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade iii/IV". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.